Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl at the time of incident. The customer did not provide information about symptoms of low blood glucose value. The customer treated low blood glucose value with juice. Customer stated that calibration was not accepted and change sensor alerts. It was unknown if the customer was using auto mode or not at the time of incident. Troubleshooting was performed. No further patient complications were reported.